Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2014 -product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked. The complaint of moisture behind the display screen lens could not be duplicated or confirmed: no moisture was observed behind the display screen. Leak testing confirmed a battery compartment leak. A battery cap was not returned with the pump, and test cap was used for investigation. No damage or defect was observed on the pump¿s internal components.